Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized in the past. Spouse stated that the insulin pump wasn't counting the active insulin correctly. Spouse did not remember any further details on the hospitalization. No further information reported.